Event description:
It was reported that the customer's legs were swelling and the blood pressure was fluctuating, the customer was hospitalized. It was stated that the event happened during pregnancy. It was stated that the doctor concluded that the insulin pump did not contributed to the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.